Event description:
It is reported that the surgeon broached and reamed to the appropriate size for a size 15 stem. When the stem was opened he sized it using a hole gauge and found that the stem was too small. He decided not to use the stem and tried another one. The second stem was the correct size. It was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.